Manufacturer narrative:
The patient¿s weight was not provided. (B)(4). Approximate age of device- 4 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented with elevated lactate dehydrogenase (ldh) of 800 u/l which then elevated to 1000 u/l. Ramp echocardiogram performed was normal. A haptoglobin, CT chest with contrast, blood cultures, urine culture and urinalysis (ua) were performed. The patient was given a high dose of heparin initially; however ldh continued to increase. A peripheral tissue plasminogen activator (tpa) was given with subsequent decrease in serum ldh. Additional anti-platelet agent provided and now on triple therapy and awaiting platelet studies. The patient is reportedly doing excellent pending plavix sensitivity studies and mocha panel. No additional information provided.

Manufacturer narrative:
A specific cause for the reported hemolysis could not be conclusively determined. The submitted system controller log files contained approximately 10 and 6 days of data, spanning from (B)(6) 2018 at 15:40 to (B)(6) 2018 at 10:16, and appeared to capture the system operating as intended. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.